Event description:
Drive devilbiss is the initial importer of the device which is a rollator. The end-user did not seek medical attention. However, since she hit her head we are filing this report in an overabundance of caution. The end-user was traversing the living room utilizing the device when the rear left wheel fell off. She fell and hit her head. She acquired a gash on her head. No medical attention was sought.